Event description:
The customer reported that the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
Third party service provider performed repairs on the system. The kv controller board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.